Event description:
It was reported that a mrsa (B)(6) infection developed in the pump pocket post operatively. The patient experienced redness, swelling, drainage, and incisional wound opening as a result of the event. A surgical intervention was required; irrigation and débridement of the pump pocket was performed. A culture was taken of the device pocket and intravenous (IV) antibiotic treatment was required. The pump was removed and discarded by the customer. The pump would be replaced in the future. There was no alleged product issue. The patient was reported to be alive with no injury but the healthcare professional (hcp) later stated that the issue was ¿ongoing.¿ the hcp noted that prior to implantation the patient had the risk factor of debilitated status (multiple sclerosis). The pump was used to infuse baclofen (compounded). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# l81955, implanted: (B)(6) 2000, product type: catheter. (B)(4).